Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The customer blood glucose level was 439 mg/dl at the time of incident and the current blood glucose level was 349 mg/dl. The customer was assisted with troubleshooting. The customer was treated with insulin pen for high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they did alleging insulin pump for under delivery due to customer explained that occurs constantly with this insulin pump. Customer stated that they did used auto mode feature at time of high blood glucose event. Customer stated that the infusion set are not working properly, also customer indicated that she did not received any alert about insulin flow blocked. The insulin pump will not be returned for analysis.